Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited lead noise and low r-wave amplitudes. The noise was unable to be reproduced. The device was reprogrammed. No patient symptoms were reported and would be monitored.